Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the  patient had devices removed completely due to infection. The customer discarded the devices so they would not be returned for analysis. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.